Manufacturer narrative:
Due to character limitation in e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use checkout cardiosave intra-aortic balloon pump (iabp) had fiber optic error. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e1(email), g1, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, ran unit through a fiber optic test with the fiber optic test unit, and it failed with a message of fiber optic errors, and there were no data numbers, disassemble the unit checked all the connections down to the fiber optic module all looked good removed the original fiber optic module and installed a new fiber optic assembly (0997-00-1169) and rechecked and all works as it should now. Ran unit through multiple fiber optic test and all passed and meets factory specifications, ran unit through a full functionality and electrical safety test and ranon test, balloon and all meet factory specifications, unit was returned to customer for use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.